Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) called in stating they needed education because they were on group a with programs 1, 2,3, and 4. Pt wanted to know what programs affected what parts of their body since it was never communicated. Agent reviewed they could turn all programs to 0 and then increase them one by one to find out or to contact their hcp/medtronic rep. The pt had gone through 1.5 months of excoriating pain, and they have had 20 pounds taken off of them due to kidney dialysis. Pt noted it had been a difficult life span the last 1.5 months. Pt said the last time they called their rep they said they never heard it before and to turn it off. When the pt called the main lady they said the pt had it set at 4.5 on a 1 but the pt claimed they never been there for they were at 1 and 2 intensity level. There was a lack of education of knowledge and they needed to understand programming. Pt said they will contact doctor office. Agent did not ask any clarifying questions due to nature of call with pt being escalated.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they had been experiencing tremendous pain and issues with being able to do their dialysis for probably two weeks. Patient said they had a pd catheter that they used to do dialysis at home, and when their stimulator was turned on, they couldn't do their hemo-dialysis. Agent asked, patient confirmed they had to turn stim off to use the catheter, which they had to do every 3 hours. When stim was turned off, they were in terrible pain. The issue started about 2 weeks ago. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that pt stated that more than 30 days ago they started to retain fluid, more than 38 lbs of fluid and their dialysis doctor is "not happy with this". Patient reported to rep that they believe the stimulator is causing this.